Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not wear a mask and touch contamination. The patient did not require hospitalization but began treatment with vancomycin intraperitoneally (ip), ceftazidime (route unknown), and vioxx po (rates and dosages unknown). At the time of the report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrent peritonitis. The patient was hospitalized for the reported event. The patient was still hospitalized and has not yet recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.